Event description:
A multi-level kyphoplasty procedure was completed. At the end of the case, the pt was turned over and immediately lost blood pressure and became apneic. The pt was resuscitated. A post-code chest x-ray showed no cement in the lungs, but "poor perfusion" in the right upper lobe. A CT scan was performed which did not show an embolism. The pt developed disseminated intravascular coagulation and was later discharged home.